Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (287 mg/dl). Customer noticed air bubbles in the luer lock and blood at the infusion site. Customer changed out cartridge and infusion set to stabilize blood glucose levels.